Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months post implant the patient went to the emergency department as they knew something was wrong. The patient had messed around with a smoke detector that was alarming and they had really stretched out to reach it. An interrogation report indicated the right atrial (ra) lead had inconsistent thresholds and triggered an alert for high thresholds. A chest x-ray confirmed that the right atrial (ra) lead had dropped and was no longer in atrial appendage and the patient¿s chest was jumping with pacing. The lead was repositioned. No further patient complications have been reported as a result of this event.